Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 40 mg/dl for low blood glucose and 300 mg/dl for high blood glucose at the time of incident. The customer¿s current blood glucose value was 132 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. No further patient complications were reported. The insulin pump will be returned for analysis.   Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
Retainer ring =¿black ¿customer returned device for alleged high and low blood glucoses on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment. Device passed delivery accuracy test at 0.08745 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high or low blood glucose's. Device was cut open to perform visual inspection and found¿evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high or low blood glucose's. Moisture damage noted on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.